Event description:
Procedure type: lap chole. Reportedly, the active blade broke during use. The broken piece was retrieved from the surgical cavity and the procedure was completed with another ultra shears. No patient injury was reported.